Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the iesu involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported issue. The unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted procedure, the integrated electrosurgical unit (iesu) generator stopped working. The caller reported receiving errors c-30 and c-34 on the generator, which were confirmed by the technical support engineer (tse) after reviewing system event logs. The tse attempted to resolve the issue by having the caller power cycle the generator and disconnect and reseat connections and power cords at the back of the generator, but the issue persisted. The tse then asked the caller if they had the valley lab energy activation cable to connect their third-party generator, but the customer was unable to locate it. As a result, the surgeon elected to convert to laparoscopic surgery with no reported injury to the patient.